Event description:
The customer contacted stryker to report that their device would not display the paddles lead ECG waveform. This issue has the potential to either delay, or prevent, defibrillation from being delivered. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. The electronic patient record was evaluated by a stryker customer quality engineer (cqe) and the reported issue was able to be verified; minimal changes were visible in the paddles waveform during CPR. The root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not display the paddles lead ECG waveform. This issue has the potential to either delay, or prevent, defibrillation from being delivered. This issue is patient related; however, there was no adverse patient outcome reported.